Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device "gives a msg serious interruption and service is required". There was no patient involvement.